Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring was broken in half. Nothing was left in tunnel. No components detached from the device. A new device was used to complete the procedure. There was a small delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The lot #3000411865 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Because a manufacture/expiration date was not provided, only a partial UDI# is available.